Event description:
It was reported by service report that the stretcher drifts at both head and footend; also the compression springs for siderail latches on both sides were missing. No patient involvement or adverse consequences are reported.